Event description:
During a 6 min myosure procedure for intrauterine tissue removal the fluid deficit was noted to be 2500cc. However, the physician continued in an attempt to obtain photos. The physician was "unable to get photos [due to] poor visualization". At the end of this period (time unk) the fluid deficit became "a little less than 4000cc". The distention media was normal saline. The fluid manager system used during this procedure was the smith and nephew, along with the neptune suction device. On (B)(6) 2011 the physician reported that the pt "went into pulmonary edema and was given lasix [furosemide] in the intensive care unit (ICU)". He reported the pt "responded well and was discharged home the next day [(B)(6) 2011] in stable condition".

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).